Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. During set-up prior to patient use. The device displayed an unspecified alarm condition with no audible alarm tone. The device was removed from clinical service. Therapy was initiated using a replacement device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)